Manufacturer narrative:
The piston was not pushing all the way during the displacement test due to dried insulin building up on the motor slide. Unable to perform the displacement, occlusion, prime or no delivery tests due to the drive anomaly. The motor passed the motor test. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's piston was not pushing out insulin. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.